Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of refw1223 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when pre-flushing the catheter during catheter placement on (B)(6) 2022, sand holes were found with the catheter around 5 cm away from the valve. Liquid leakage occurred during catheter flushing.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a catheter leak is confirmed but the exact cause remains unknown. One video sample of a 4 fr groshong nxt catheter was provided for evaluation. The catheter is being flushed through the inlaid stylet flushing hub. Fluid is observed to flow from the valve slit; however, additional beads of fluid are observed to leak from the catheter tubing proximal to the valve. The characteristics of the damaged catheter could not be closely inspected from the video sample provided. Based on the video sample provided, possible contributing factors include catheter damage caused by the stylet and sharp instrument damage. Since a leak was observed, the complaint is confirmed but the exact cause remains unknown. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that when pre-flushing the catheter during catheter placement on (B)(6)2022, sand holes were found with the catheter around 5 cm away from the valve. Liquid leakage occurred during catheter flushing.